Event description:
Customer reported receiving an error alarm during the manual prime and stated that insulin was squirting out. The drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the call was 197 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device had minor scratches on lcd window, cracked case at display window corners, and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.